Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: correction: e1: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that the facility name was barry tech. The facility name has been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: h6: upon further investigation, additional failures were identified. It was determined that the device heated up and had a cord damage. Therefore, the device investigation has been updated as follows: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device displaying an e6 error code indicating handpiece overheat warning was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a damaged flex circuit and displayed an e2 error code indicating handpiece lock engaged. It was determi8ned that the device heated up and had a cord damage. It was further determined that the device failed pretest for visual assessment, cutter lock assessment, motor thermistor assessment and safety assessment. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device displaying an e6 error code indicating handpiece overheat warning was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a damaged flex circuit and displayed an e2 error code indicating handpiece lock engaged. It was further determined that the device failed pretest for visual assessment, cutter lock assessment, motor thermistor assessment and safety assessment. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: correction: h10: device evaluation update: upon further investigation of the device, it was observed that the device did not generate heat. However, the device could not secure/lock the cutter. Device evaluation update: upon further investigation of the device, it was determined that the investigation has been updated as follows: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device displaying an e6 error code indicating handpiece overheat warning was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had a damaged flex circuit and displayed an e2 error code indicating handpiece lock engaged. It was determined that the device had a cord damage and could not secure/lock the cutter. It was further determined that the device failed pretest for visual assessment, cutter lock assessment, motor thermistor assessment and safety assessment. The assignable root cause was determined to be due to component failure from normal wear. Investigation findings and conclusions codes have been updated accordingly.

Event description:
It was reported from taiwan that the motor device displayed an e6 error code indicating handpiece overheat warning, impending handpiece shutdown. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: e1: the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.